Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport isp MRI with 8 fr groshong catheter and cath-lock were returned for evaluation. Visual inspection noted a crease 6.0cm distal to cath-lock and a partial circumferential break noted 6.9cm distal to the cath-lock. The surface of the partial circumferential break was smooth and has some light buckling. Therefore based upon the partial circumferential split characteristics and the presence of creasing the investigation is unconfirmed for the reported split and confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately eight months post port implant via the right internal jugular vein during infusion, a leak was allegedly found near the insertion site. It was further reported the device was removed and a crack was identified on the catheter. Reportedly, another port was implanted. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that approximately eight months post port implant via the right internal jugular vein during infusion, a leak was allegedly found near the insertion site. It was further reported the device was removed and a crack was identified on the catheter. Reportedly, another port was implanted. There was no reported patient injury.